Event description:
It was reported that the tip of the twinfix anchor broke during insertion during a shoulder scope procedure. No injuries or complications were noted as a result. The procedure was completed with a backup anchor.

Manufacturer narrative:
One 5.5mm twinfix ultra plla/ha anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken off at the suture eyelet. As reported the surgeon utilized an awl to prepare the insertion site. Per the device IFU under warnings ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. The proper instrumentation for site preparation for this anchor is a 5.5/6.5 threaded dilator. After investigation the root cause of this event was determined to be user error. Review of the device history records were performed which confirmed no inconsistencies.